Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on an unknown date. Esophagogastroduodenoscopy (egd) with balloon dilation was performed on (B)(6) 2018. A second edg with balloon dilation was performed in (B)(6) 2018. Device explant due to ongoing dysphagia occurred on (B)(6) 2018. It was noted that the "capsule was adherent to the liver." Device was found in correct position/geometry.